Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of the trilogy 202 oxygen blending module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 202 ventilator was evaluated during preventative maintenance at a third-party service center. There was no patient involvement, and no harm or injury was reported. During preventative maintenance, it was noted the oxygen blending module required replacement as evidenced by record of device error code e-344 indicating oxygen blending module accuracy issue. The device's oxygen blending module was replaced to address the issue. After replacement of the oxygen blending module, the device passed testing and was confirmed to operate properly with no further issue detected.